Event description:
This case was reported by a consumer and described the occurrence of choking in a male pt who received gsk toothbrush (aquafresh kids toothbrush) for an unk drug indication. A physician or other health care professional has not verified this report. On an unspecified date, the pt started using the aquafresh kids toothbrush. At an unk time after starting to use the aquafresh kids toothbrush, it was reported that the bristles were falling out causing choking hazards to the child. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Follow up received (B)(6) 2012: this was associated with a product complaint. Quality analysis revealed the complaint to be unjustified. The manufacturer's report number for this case is 9615008-2012-00002. Aquafresh kids toothbrush is manufactured in (B)(4), and neither the lot number nor product was available. (B)(4).

Manufacturer narrative:
Result: after evaluation of the sample, bristle flowering, teeth bite marks are seen in neck region and in head region which indicates that the brush has been used, by the consumer and that the consumer has not used the toothbrush in a normal way.